Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer reported that the pump is frozen and alarm and he does not know what to do with it. Customer's spouse is not on the account as a hippa contact. Customer is not home a time to give permission advised to call when patient is home to troubleshoot the pump.